Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a bhr surgery on (B)(6) 2007, the patient presented high co and cr levels. The adverse event was treated via revision surgery on (B)(6) 2022 and the resurfacing femoral head 54mm was explanted. Patient current status is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery of the 54mm resurfacing femoral head was performed due to elevated metal ion levels. The device, used in treatment, was not returned for analysis. As no device lot numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. Similar complaints were identified for the femoral head part number and the reported failure mode. This will continue to be monitored. If more information is received, this investigation will be reopened. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. A risk management review was performed for the devices involved. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions of high cobalt and chromium levels was associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
B5: describe event or problem. B6: relevant tests/laboratory data, including dates.

Event description:
It was reported that after a bhr surgery on (B)(6) 2007, the patient presented high co and cr levels. The adverse event was treated via revision surgery on (B)(6) 2022 and the resurfacing femoral head 54mm was explanted. The patient is doing well.